Event description:
It was reported that the patient's right ventricular lead exhibited noise. No device intervention was performed. The patient was stable.

Event description:
\New information received notes that the patient's right ventricular lead exhibited noise and high pacing impedance. No device changes were performed. The patient was stable.